Manufacturer narrative:
The suspect device was evaluated onsite at the user facility by an olympus field service technician. The technician confirmed the reported problem and determined the power switch failed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that the on/off switch was stuck in the on position and could not be switched off. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was determined the power switch failed. This report is submitted due to the finding that the power switch failed, identified during service of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the power switch was broken: the amount of force applied to the power switch and the number of pressing exceeded the original assumption made at the design phase. The video processor was cleaned, and the power switch was replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.